Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with unknown blood glucose levels at the time of the incident. The customer was at 108 mg/dl at the time of the call. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. The customer was not sure if the low was something pump related or user related. Troubleshooting was not completed as the call was dropped and the customer could not be reached again. The insulin pump will not be returned for analysis.